Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 77-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was no blood down the impella leg. The patient was taken back to the cath lab for device removal and iliac stent placement, which resolved the ischemia. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-4 at 2.1l/min as intended. Limb ischemia can be attributed to large bore-access cannulas and/or vasopressor support which can cause peripheral vasoconstriction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.